Event description:
It was reported that during a peripheral orbital atherectomy procedure, a type d dissection occurred when crossing the lesion with a csi viperwire guidewire. The target lesion originated in the proximal superficial femoral artery (sfa) and was 400mm in length. The distal edge of the lesion was in the tibioperoneal arterial trunk (tpt). When crossing the lesion with the viperwire, a type d dissection occurred. The physician resolved the dissection via balloon angioplasty. The physician then completed atherectomy using a csi orbital atherectomy device (oad), balloon angioplasty and stent placement. The patient status remained stable throughout the procedure.

Manufacturer narrative:
The guidewire was discarded by the facility and the lot number was not recorded; therefore, an analysis of the actual complaint device is not possible. (B)(4): discarded by facility.